Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup vvi mode. A device download was performed and successfully restored the device. The patient would continue to be monitored with regular follow-ups. No further information could be obtained.